Event description:
Consumer complaint of about blood result reading "lo." Customer normally runs about 120mg/dl fasting. Back to back blood tests performed at the time of the call resulted in 81mg/dl and 79mg/dl. Last 5 results in memory were 154mg/dl, 136mg/dl, 152mg/dl, 186mg/dl and "lo." No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer complaint of about blood result reading "lo." Customer normally runs around 120mg/dl fasting. Back to back blood tests performed at the time of the call resulted in 81mg/dl and 79mg/dl. Last 5 results in memory were 154mg/dl, 136mg/dl, 152mg/dl, 186mg/dl, "lo." No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4). Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (09/15/2014).